Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4), a patient expired due to unknown cause approximately five months after the index procedure. The death certificate could not be obtained and patient contacts could not be reached. At the time of the index procedure, angiography revealed 81% stenosis in the mid left internal carotid artery. The lesion was a restenosis of a previous carotid endarterectomy and was described as 24.25mm in length and mildly calcified. An angioguard rx was deployed beyond the target lesion, and a precise pro rx was implanted at the target lesion with 17% residual stenosis. The patient left the angiography suite without neurological deficit and was discharged the following day. The patient's medical history includes severe pulmonary disease, clinical copd, past smoking and hypertension. The patient additionally had high risk criteria of a previous cea with recurrent stenosis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time.

Event description:
As reported via the sapphire registry, a patient expired due to unknown cause approximately five months after the index procedure. The death certificate could not be obtained and patient contacts could not be reached. At the time of the index procedure, angiography revealed 81% stenosis in the mid left internal carotid artery. The lesion was a restenosis of a previous carotid endarterectomy and was described as 24.25mm in length and mildly calcified. A 6mm angioguard rx was deployed beyond the target lesion, and a 7.0 x 30mm precise pro rx was implanted at the target lesion with 17% residual stenosis. The patient left the angiography suite without neurological deficit and was discharged the following day.